Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed in the pump's event history by baxter personnel. This condition was caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a depleted battery alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Event description:
At laparoscopic sigmoidectomy operation of pt suffering of diverticular disease, the device was fired, but could not be extracted from pt's rectum, fired three times more with no success. The surgeon had to cut out the device and ring from the rectum. After device was extracted, it was noted that ring was partially off of device hub. The anastomosis was done with eea.